Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23432.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23432. It was reported the patient experienced auto-reducing. The sjm representative met with the patient and diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to completely resolve the issue. The patient may consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-23432. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where both leads were explanted and replaced. It was also noted during the procedure, the physician elected to explant and replace the patient's ipg with a different model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).